Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the lower jaw fell off into the abdomen. It was retreived. A second al236 was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.51080. H6: insufficient jaw crimp. Based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with an insufficient jaw crimp and with a detached top jaw. No testing could be performed due to the condition of the returned instrument.